Event description:
It was reported that this greenlight console showed errors 652 (chiller cannott start flow), 302.11 (mcb hardware interlock; coolant flow rate bad) and 202.11 (lps hardware interlock; interlock open when starting up). The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The complaint device was not returned; therefore, no physical or visual analysis of the product could be performed. However, the console was serviced at the customer site during which the existing chiller was replaced. A review of the manufacturing documentation for this device revealed that the laser console was installed on 12 march 2014, and it had been last serviced on 13 september 2022. The console had been fully functional from that moment until the reported event date. The reported allegations of errors 652 (chiller can't start flow), 302.11 (mcb hardware interlock; coolant flow rate bad) and 202.11 (lps hardware interlock; interlock open when starting up) and a console fluid leak were confirmed. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this greenlight console showed errors 652 (chiller can't start flow), 302.11 (mcb hardware interlock; coolant flow rate bad) and 202.11 (lps hardware interlock; interlock open when starting up). Additionally, the console presented a leak. The procedure was not completed due to this event. Around a week later, the console was repaired. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure.